Manufacturer narrative:
A device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. Zip code is not indicated at this time. (B)(4).

Event description:
A consumer's wife reported that after her husband had an intraocular lens (iol) implanted, it had to be repositioned due to a haptic issue. After the repositioning, the vision was still not improved. Additional information was requested.